Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: exchange from textured to smooth implant due to patient's concern with the product and "swelling."

Event description:
Healthcare professional reported right side "adherent," ¿swelling¿, ¿pain," ¿implant exchange from textured to smooth due to the patient's concern," and ¿seroma¿. Healthcare professional additionally reported "intentional rupture"; this event is not related to the device. Device has been explanted.